Manufacturer narrative:
The reported incident that the screwdriver axsos t20 5.0mm locking set broke during the proximal femur fracture procedure (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver was received broken at the tip. The visual examination revealed that the plastic handle of the screwdriver is in a good condition without any scratches, but the surface of the blade looks used (minor scratches, faded color, rust). The broken surface has signs of torsional deformation and fatigue breakage, with evident rust and residual tissue. These patterns are consistent with over-torqueing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Based on the above-mentioned observations the case could be classified as user-related due to over-torque. It is reported, that the screwdriver was used to torque. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the screwdriver and lead to such a breakage. Also, the broken surface has signs of torsional deformation, which match to the reported event of breakage during twisting of the screwdriver. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. A deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the screwdriver is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a breakage. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ the visual inspection revealed evident signs of rust, which indicate that the screwdriver has not been used carefully and under appropriate cleaning conditions. Therefore its integrity was compromised, which is definitely a deviation from the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of this device has been changed. The tip has been shortened in order to improve the quality of the product. If any further information is provided, the investigation report will be updated.

Event description:
During a proximal femur fracture procedure, when using the screwdriver to torque, it broke. The doctor used another screwdriver in order to finish the procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During a proximal femur fracture procedure, when using the screwdriver to torque, it broke. The doctor used another screwdriver in order to finish the procedure.